Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the (B)(4) device was received in good visual condition and with no cartridge loaded in the device. However four cartridges were received inside the bag, cartridges c and e were received partially fired and with no damage to the lockout, cartridges b and d were received partially fired and with the lockout damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bariatric procedure, the did not fire. Another device was used to complete the case. There was no patient consequence.